Manufacturer narrative:
Implant date: initially the implant date provided was (B)(6) 2015. However the correct date of implant date was learned to be (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date. (B)(6). This report is being filed on an international device: tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a male patient experienced inflammation after an intraocular lens, model zcb00v, was implanted. The patient was prescribed clavit eye drops (antibiotic). The patient outcome was reported as visual acuity: 0.8diopter (20/25), corrected vision: 1.0 (20/20). The physician adopted a wait and see approach for the inflammation. No other information was provided.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The lens remains implanted to date. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Environmental monitoring records were also reviewed and no alert or action levels were found during the date when the lens was manufactured. Visual inspection records showed that the lens also passed specifications. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.